Event description:
It was reported that there are issues with the handpiece still being active when the console is on safe mode. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that there are issues with the handpiece still being active when the console is on safe mode. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.